Event description:
A report was received that when the patient scratched at the scab located at the cervical lead site, the scab came off and the lead could be seen underneath. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.